Manufacturer narrative:
Exact event date unknown, but it was further reported that the event date was assumed to have been at the approximately the same time as the notified date. The following information was received on april 06, 2015: event context: intra operative; type of procedure: lumbar spinal fusion; event details: the device started to heat up in less than a minute, so they immediately stopped using it and replaced it with a backup device to successfully complete the case. It was reuse of the device in this event.

Event description:
It was reported that a legend stylus touch motor was ¿overheating and making grinding noise¿. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): upon incoming inspection, pre-temperature tests could not be performed due to the handpiece not running in as received condition. Analysis found the device would not run due to corrosion in the motor and housing...the device was unrepairable and scrapped as a result. This device is used for therapeutic purposes.